Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/flush drive support disk. Motor passed motor test. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus/basal. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.